Event description:
Loss of capture was noted at follow-up. It was reported that the lead was dislodged and an attempt to reposition was unsuccessful. Hence, the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.